Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (ess205) (batch no. 621674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2003 to 2006. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from 2010 to 2015 and ibuprofen from 2010 to 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: hives") and acne ("rashes or skin conditions type: acne"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and endometriosis ("endometriosis"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: ovarian cysts"), 8 years 4 months after insertion of essure (ess205). On an unknown date, the patient was found to have fibroma ("fibroid tumor outside of uterus") and experienced back pain ("back pain"), abdominal pain ("abdomen pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, urticaria, acne, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, ovarian cyst, fibroma, back pain, abdominal pain, pain in extremity and endometriosis outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibroma, headache, menorrhagia, migraine, mood swings, ovarian cyst, pain in extremity, pelvic pain, urticaria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: excellent placement was noted with 5 trailing coils seen. The same technique was used to insert the essure micro insert into the l fallopian tube. 8 trailing coils were seen after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) (batch no. 621674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2003 to 2006. Concomitant medical products included codeine phosphate;paracetamol (tylenol with codeine no.3) from 2010 to 2015 and ibuprofen from 2010 to 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: hives") and acne ("rashes or skin conditions type: acne"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and endometriosis ("endometriosis"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced polycystic ovaries ("other injury(ies) or complication please describe: ovarian cysts"), 8 years 4 months after insertion of essure (ess205). On an unknown date, the patient was found to have fibroma ("fibroid tumor outside of uterus") and experienced back pain ("back pain"), abdominal pain ("abdomen pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, urticaria, acne, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, polycystic ovaries, fibroma, back pain, abdominal pain, pain in extremity and endometriosis outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibroma, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, polycystic ovaries, urticaria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: excellent placement was noted with 5 trailing coils seen. The same technique was used to insert the essure micro insert into the l fallopian tube. 8 trailing coils were seen after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received: previously reported event injury was updated to event pelvic pain female. New events hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and anxiety, rashes or skin conditions type: hives and acne, migraines / headaches, dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), fatigue, other injury(ies) or complication please describe: ovarian cysts, back pain, leg pain, abdomen pain, fibroid tumor & endometriosis were added. New lot number was added. New historical drugs and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.